Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and was observed to have dislodged. An invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.